Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge did not fit onto the pump. Customer's blood glucose level was 108 mg/dl. Multiple attempts were made to follow up with the customer on the reported issue; however, a response was not received.